Event description:
On (B)(6) 2015, pt reported multiple lvad alarms resulting in intermittent pump stopping. Pt admitted to surgical ICU, for eval of pump. On (B)(6)2015, thoratec technical support came to (B)(6) to evaluate driveline for fractures, repaired/replaced external section of driveline. Alarms and stoppage continued. Suggestive of "short to shield" internally problem numbers. Device stopped intermittently.